Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted on electrocardiogram (egm) that the implantable cardioverter defibrillator was far field r-wave oversensing on the atrial lead. Programming changes to the post ventricular atrial blanking (pvab) period were recommended. The patient was in good condition and was to be brought in a couple of months for programming changes to be made.